Event description:
Boston scientific received information that during a follow up the lead safety switch was tripped on this right atrial lead. A wide range of pacing impedances were noted. The patient was in permanent atrial fibrillation and the device was reprogrammed to vvi. The atrial lead was no longer being used for diagnostics. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.